Event description:
The customer reported to olympus, before an unspecified therapeutic procedure the visera video system center image was not displayed due to poor contact. The issue was found during inspection for use. The intended procedure was completed with no harm to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image does not appear. The date, time, and settings are reset due to battery exhaustion, corrosion of video connector receiving contacts. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.